Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of january 30, 2018, was chosen as a best estimate based on the date the device was implanted. Block e1: this event was reported by the patient's legal representation. Block h6: the imdrf patient codes capture the reportable events of: e1405: captures the reportable event of dyspareunia. E2330: captures the reportable event of vaginal pain. E2006: captures the reportable event of mesh extrusion. E2314: captures the reportable event of urethral cutaneous fistula. E1310: captures the reportable event of recurrent urinary tract infections. E2401: captures the reportable event of chronic mesh-related issues. The imdrf impact code capture the reportable event of: f1901: captures the reportable event of multiple surgical attempts to remove the mesh.

Event description:
It was reported that an advantage fit system device was implanted in a patient during a procedure. Since then, the patient has experienced multiple complications, including dyspareunia, vaginal pain, mesh erosion through the vaginal wall, a urethral cutaneous fistula requiring reconstruction, recurrent urinary tract infections, worsening urinary incontinence, and chronic mesh-related issues necessitating multiple surgical attempts to remove the mesh.